Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the 4th firing on cecum (thicker tissue), the staple line completely opened up. The surgeon had to convert the operation for laparoscopic appendectomy to open procedure in order to remove the affected faulty staple line and re-fire on the tissue to complete the procedure. This caused for the incision to be extended for more than 1 inch.